Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Trauma patient came in from car accident. Qc c+ was used to pack liver bleed, patent went to ICU and next day went to x-ray. Radiologist was not aware of qc being left in the patient and could not see any detection at first pass/initial read. Product was left in patient and radiologist took a second look and was able to see the x-ray detectable strip the second time. Product was in for at least 24 hrs. All product was removed at this time. Sounds like there is no patient harm. The patient returned to surgery after it was discovered the z-fold was left in place inadvertently. They returned to surgery and it was removed successfully. The concern was that the z-fold is not easily recognizable on an xray.